Event description:
It was reported that there was an incident where an antibiotic was programmed to infuse over 30 minutes, but it finished in 5 minutes. The infusion was 1.2 gm amoxicillin-clavulanate infused on the (B)(6) 2025 and signed off at 0114 hr. There was patient involvement, but harm is unknown.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an incident where an antibiotic was programmed to infuse over 30 minutes, but it finished in 5 minutes. The infusion was 1.2 gm amoxicillin-clavulanate infused on the (B)(6) 2025 and signed off at 0114 hr. There was patient involvement, but harm is unknown.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, remedial action required, remedial action #imdrf annex a, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the "over infusion" could not be confirmed or replicated during the investigation. However, an under-infusion condition was confirmed during testing and is attributed to the lifted top-right and middle-right boss inserts in the bezel assembly, which led to the volume per mechanical revolution being out of range. Rate accuracy testing was performed on the suspect pump module, and the device was found to be infusing outside of specification. A calibration test was subsequently attempted; however, this test also failed and indicated that the pump module required repair. For testing purposes only, the bezel assembly was temporarily replaced with a known good assembly obtained from the dchu facilities. The calibration test and rate accuracy test were then repeated using alaris system maintenance (asm) v12.3, and all tests passed without any issues. External and internal inspections were performed on the suspect device. The internal inspection revealed that the top right and middle right bezel boss inserts were lifted from the bezel assembly. However, the presence of tamper evident torque cement on the two required mechanism screws confirmed that the bezel had not been altered following bd production or the san diego repair center. Per the field action regarding an urgent medical device product correction (mms-24-5134-fa): on october 17, 2025, bd issued a notice to remind users that dropping the alaris¿ pump module may cause damage to internal components. Drops or severe jarring may damage the alaris¿ pump module bezel assembly, this damage can cause under-infusion, over-infusion, unregulated flow, or failure of the alaris¿ pump module to calibrate. Customers should not use a device that has been dropped or severely jarred. Devices that have been dropped or severely jarred should be segregated and sent to biomedical engineering for inspection, to ensure the device is functioning properly before reuse, as directed in the ¿summary of warnings and cautions¿ section of the bd alaris¿ infusion system with guardrails¿ suite mx user manual: ¿if a device or accessory is dropped or severely jarred, take the device out of use immediately. Send the device to biomedical engineering for inspection to ensure the device is functioning properly before reuse.¿ see mms-24-5134-fa for complete details of this product correction. The pcu event, error, and battery logs were retrieved from the suspect device and from the concomitant pcu using alaris system maintenance (asm) to assess programming and event activity associated with the alleged incident. The facility reported the date and time of the event as (B)(6) 2025 at 01:14 am. A review of the pcu and pump module error logs showed no errors were recorded on the date of event related to the reported issue. On (B)(6) 2025, at 1:14 am, the event log review showed that the suspect pump module was attached to the concomitant pcu and powered on. On (B)(6) 2025 from 1:14 am to 1:17 am: the pcu was powered on and connected to the suspect pump module on channel a. The infusion started with drugid 12 (suspected to be amoxi/clavulanate), a rate of 200 ml/h, and vtbi of 100 ml. At this point, the primary volume infused (pvi) was recorded as 158.745 ml and the secondary volume infused (svi) was 0 ml, noting that these infused values are an accumulated total from prior performed infusions. From (B)(6) 2025 from 1:22 am to 1:31 am: there was an air in line alarm, and the infusion stopped. The primary volume infused at this time was 174.57 ml. After the alarm, the infusion was restarted. At (B)(6) 2025 at 1:44 am: the infusion was stopped, channel off was selected, and the devices were turned off. The final pvi recorded was 218.76 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v9.33), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. According to the bd alaris system user manual (v12.1), users must not modify the device, as any modification could compromise the safety and efficacy of the bd alaris system. The manual also instructs users not to operate any device that appears damaged and instead to send it to biomedical engineering for repair, as outlined in the inspection requirements on page 366. Routine device inspections are required to prevent damaged equipment from being returned to clinical use, since operating a damaged device may result in patient harm. Additionally, the manual specifies that the device cases should only be opened by qualified personnel using appropriate grounding techniques. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported ¿over infusion¿ of antibiotic was not confirmed or replicated during device testing. However, an under-infusion was confirmed through laboratory testing and is being attributed to the lifted top-right and middle-right boss inserts in the bezel assembly, which caused the volume per mechanical revolution to fall outside of the acceptable range. As noted in the product correction (mms-24-5134-fa) lifted inserts can cause over-infusion conditions to occur, however none can be replicated during laboratory testing of the returned device per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.